Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up, MDR will be submitted if the product is returned and evaluated and/ or if additional, information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument exhibited a loose tip. The procedure was completing as planned with no reported patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no missing fragments at the portion of the instrument that enters the body. No fragment fell inside the patient. There are no photographic images of the device or a video recording of the procedure available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps was analyzed, and the complaint was not confirmed by failure analysis. Customer reported grabbing at the instrument tip. Inspection found no issues and the reported event could not be confirmed. The tip movement observed is a normal design feature, and no product issue was identified.

Event description:
Refer to h11 for follow-up information.